Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator was inoperable while in use on a patient. The patient outcome was not reported. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the air pressure solenoid. The unit passed extended self-testing.